Event description:
A patient reported in a surestep meter to healthcare provider meter comparison, their surestep meter read 240mg/dl while hcp meter read 186mg/dl. Hcp meter is of unknown brand. Pt reported feeling hot and sweaty. Control test result (118) was in range (87-130). The meter was replaced. No further info is available. No allegations of harm have been made.